Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 112621: 15 items manufactured and released on (B)(6) 2011. Expiration date: (B)(6) 2016. No anomalies found related to the issue. To date, 13 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the sales representative has been informed by the surgeon that a revision surgery was performed. At this time we do not know if the reason of the revision surgery is bone fracture or stem loosening.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: from the xray analysis it appears that the stem may have subsided at some stage (no postoperative xray is available), thus creating a significant leg length discrepancy and a slightly valgus stem. Apart from this, we do not see other major problems in this tha.